Event description:
A medical device form was received reporting that the patient had a lead replacement. System diagnostics showed good communication and lead impedance within normal limits information was later received that the patient felt severe pain and was unable to progress with vns programming after device implantation. They sought out a different doctor who had a new approach. It was found that the electrode was not implanted on the vagus nerve, but on a different one, which caused pain. Device history records were reviewed for the device. The device passed all functional specifications and quality tests and was hp sterilized prior to distribution. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.